Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a left hip revision due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a tritanium cluster hole shell was reported. No allegations were made regarding the shell. This event relates to alleged dislocation involving a c-taper cocr head and an mdm liner. There is no indication that the product reported in this investigation may have contributed to the event.

Event description:
It was reported that there was a left hip revision due to dislocation.